Event description:
It was reported that following a right ventricular lead replacement and prior to dft testing the device exhibited intermittent undersensing on the ventricular channel. Programming changes successfully resolved the issue, and the device remains implanted. The patient was in good condition following the event.